Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. (B)(4). It is unknown if the product is successfully implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The 510(k)# unknown: device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for part # 07.702.016s, lot # 5m53151: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 16-mar-2016, expiry date: 31-dec-2018: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complained information has been forwarded to the responsible legal manufacturer aap biomaterials. The batch documentation have been reviewed, no deviation have been detected. An retain sample of the affected batch have been analyzed and the retain sample operates within the specified parameter. According to the instructions for use (IFU), cement temperatures of 19°c causes hardening times of approximately 33 minutes. This is a normal product behavior. As possible corrective action to eliminate future errors, we recommend a short training of the user in connection with the hint to the short-term stiffness of the mixer directly at the beginning of the mixing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the hardening of the vertecem v+ took longer than as usual (about 33 minutes). The surgery was prolonged about 15 minutes. The surgery was successfully completed with no patient harm. This is report 1 of 1 for (B)(4).